Manufacturer narrative:
The reported observation of was not confirmed. The root cause of the reported observation was not ascertained. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The ipg logs do suggest there was increasing impedance values during the implant period.

Event description:
Related manufacturer reference number: 1627487-2024-07498, 1627487-2024-07499.

Manufacturer narrative:
H6: code corrections.

Manufacturer narrative:
A patient had their ipg replaced due to nearing end of life was reported to abbott. Following the replacement, the patient was not receiving effective therapy from their system despite multiple programming's. As a result, the ipg was explanted and replaced to resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2022 due to nearing end of life. Following the replacement, the patient was not receiving effective therapy from their system despite multiple programming's. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2023 to resolve the issue.

Manufacturer narrative:
E1: reporter phone number: (B)(6).